Event description:
The user facility reported that during preparation for use for a diagnostic procedure, the forceps elevator wire of the evis lucera duodenovideoscope was found to be defective. There was no patient/user harm or injury reported due to the event. The device was sent to an olympus service center for evaluation. Device inspection and testing found the light guide lens was dirty due to a gap of the adhesive on the distal end, and some of the wires that compose the forceps elevator wire were raised due to being cut. This report is being submitted for the reportable malfunctions (forceps elevator wire cut and light guide lens was dirty) found during the evaluation of the device.

Manufacturer narrative:
During inspection and testing of the device, service also found there was decreased light output due to the irregularity of the light guide lens, and the charge-coupled device lens was scratched. The rubber covering of the bending section was cracked, and the control boot covering was damaged. Switch button #2 showed fluid ingress due to a perforation. The angulation in the up direction was out of specification due to wear of the angle wire. The scope connector cover was deformed, the universal cord was wrinkled, and several of the control body unit components demonstrated corrosion from fluid ingress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress generated a gap in the distal end allowing foreign material inside the light guide lens. The k-wire strand was cut due to forcible operation of forceps elevator/ endo therapy accessory, which led to resistance to forceps raising. The switch button two was cut due to physical stress, water invaded the device and forceps raising components corroded. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities." "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Do not insert or withdraw an endo-therapy accessory by force when the forceps elevator is raised to its maximum height. The instrument channel, the elevator wire, and/or the endo-therapy accessory may be damaged and patient injury, bleeding and/or perforation can result. If the endo-therapy accessory cannot be inserted or withdrawn, move the elevator control lever in the opposite direction of ¿ u¿ to lower the forceps elevator and insert or withdraw the endo-therapy accessory." Olympus will continue to monitor field performance for this device.